Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. Initial qa inspection of the skin graft mesher on january 13, 2017 revealed that the sliding pins were very loose and the calibration was out on the side to side requirement. The comb was rough but not bent and the teeth on the gears were bent over. It was also noted that the sideplates were gouged at the roller holes. Z.s.g.m. Cutter 2:1 ratio sn (B)(4) and z.s.g.m. Cutter 1.5:1 ratio sn (B)(4) returned with the unit passed all required testing. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the worn bushings, side plates, damaged comb, gears, damaged hardware, and repaired the ratchet. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. A follow up medwatch will be submitted once the investigation is complete. Received; however, not yet evaluated.

Event description:
It was initially reported that the device produced an incomplete mesh, approximately 50% and it had a broken ratchet. Additional information was received january 12, 2017 clarified an incomplete mesh greater than 50% was produced and a broken ratchet. The ratchet was either too loose and fell apart or if the screw was tightened the ratchet would not crank. The event took place during the processing of allograft skin at a skin processing lab. The harvested graft was not useable; however, no additional graft had to be taken as since it is a cadaver lab no patient was involved.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Skin graft mesher, serial number (B)(4), was manufactured on august 31, 2010 and was over 6 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. The reported event ¿that the device produced an incomplete mesh, approximately 50% and it had a broken ratchet¿ was non-verifiable as no testing of the device was performed and it is unclear what was wrong with the ratchet. No testing of the device was performed and it is unclear what was wrong with the ratchet. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher was repaired, tested and returned to the customer.